Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were passed out due to low blood glucose. Customer stated that when she got up her meter blood glucose reading was 61 mg/dl. The customer was treated with a glucose shot. The insulin pump will not be returned for analysis.